Event description:
It was reported that the user experienced an urgent low glucose alert with impending hypoglycemia while using the ilet system, and the user changed the insulin infusion set and treated with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the cause of hypoglycemia was unclear and user-directed corrective actions were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.